Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is malfunction of the hm system. The siemens healthcare diagnostics field service engineer (fse) performed appropriate maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The elevated result was reported to the physician. The sample was re-run on the same instrument and a lower results was obtained and reported. The patient was sent for a cardiac catheterization procedure. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.